Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 924256, lot#/: 082224017a, implanted: (B)(6) 2018, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that during the lead implant procedure the burr hole cover screw could not be screwed in. The healthcare provider (hcp) used a bigger maxillofacial screw tip to create more space and they were able to use the screw, with difficulty. The implant procedure ended successfully and the patient is receiving effective therapy. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information was received.